Event description:
It was reported that during a stenting treatment procedure of a heavily calcified, high grade focal stenotic lesion (95%+) in the common iliac, the stent came off the balloon. Access was obtained from the contralateral side and the physician maneuvered the stent/delivery device up and over a steep bifurcation. While attempting to primary stent the target lesion, crossing difficulties were encountered. The physician pulled the stent/delivery device back when the stent became stuck between the vessel wall and the plaque in the target lesion. The physician applied additional force to remove the catheter and the stent then came off the balloon. The physician attempted to advance the balloon catheter forward to retrieve the stent, but was unsuccessful. A snare was used to successfully retrieve the stent. The lesion was then pre-dilated and a smart stent was successfully deployed. The procedure was successfully completed. The patient is reported as 'fine' following the procedure.